Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer stated that a catheter tip motion message and patient motion detected during a procedure. The physician removed all instruments and accessories, re-setup, and re-navigated to the target to continue the procedure, which was completed successfully. It was noted that the onsite system was plugged in but not showing as connected. Technical support recommended performing a hard power cycle and using a new ethernet cable to upload the logs. The diagnostic procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the physician alleged that the catheter moved on its own, without any user input from the trackball or scroll wheel.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that initial troubleshooting with technical support found only "catheter bend warning" errors during the case in which the issue was reported. No other errors were found. The system was verified and ready to use. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.